Event description:
It was reported that during a percutaneous coronary intervention procedure there was an unintended increase of atm's. The encore inflation device was being used and pressure was between 2 and 3 atmospheres when it suddenly increased to 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain at the site of the implant, resulting in a decision to utilize a weaker magnet, which did alleviate the symptoms. Additionally, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted (B) (6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)